Manufacturer narrative:
The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer stated that device was being set up for use when issue occurred. No medical intervention provided to the patient nor a delay was noted.

Manufacturer narrative:
Report date: 22jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device was alarming during charging. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer calibrated est and sst. Tested and check and run device for two hours. All is ok.